Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and after the delivery of insulin, displayed 105 units. During the time of the reported event, the customer reloaded the cartridge successfully. Additionally, during the call, the customer reported an additional occurrence of an inaccurate fill estimate. Reportedly, the fill estimate had "jumped around" and provided an inaccurate reading. Review of the pump data logs by tandem technical support show that the customer received an accurate fill estimate. There was no impact to the customer's blood glucose level.